Manufacturer narrative:
(B)(4). Records indicate this lead was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The rv lead was explanted, and replaced. No additional adverse patient effects were reported.